Manufacturer narrative:
The intraocular lens was not received for analysis. Halos are a known and labeled possible side effect of multifocal lens implant. The lens met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related. Device not received.

Manufacturer narrative:
The lens was received with the optic cut in two pieces. Inspection of the pieces showed no defects. Halos and glare are a known and labeled possible side effect of multifocal lens implant. Our investigation, reasonably suggests this event is not manufacturing related.

Event description:
It was reported that patient underwent knee arthroplasty in 2009. Subsequently, patient was revised three months later, due to posterior poly bearing dislocation. The femoral component was removed and replaced to a larger size. The bearing was also removed and replaced.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication due to the patient's intolerance of the halos he was experiencing.